Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this pt was syncopal and it was found that this right ventricular (rv) lead had rising impedances and was found to be dislodged. Some device programming was changed so that the pt can be sent home and a revision is scheduled for a few days. No add'l adverse pt effects were reported. At this time, the product remains in service. If add'l info becomes available, this report will be updated as necessary.